Manufacturer narrative:
Product complaint (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the three (3) viper prime screws had to be replaced intraoperatively due to lack of pull out strength or inappropriate screw length. After replacement of the screws, the or nurse wanted them to be sterilized for demonstration purpose. After sterilization, two (2) of the three (3) screws fell apart in 3 pieces. It is unknown if there was a surgical delay. There were no patient consequences. . This complaint involves three (3) devices.

Manufacturer narrative:
Product complaint #(B)(4).

Manufacturer narrative:
Product complaint # : (B)(4). UDI: (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Visual examination of the device revealed signs of operative use, wear in the form of nicks and scuff marks on its surface. The drawing was reviewed. The device showed no signs of being damaged. This is not consistent with the reported complaint condition. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause analysis was deemed not necessary. The reported condition could not be confirmed as no defect or damages was found on the device during the evaluation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.